Manufacturer narrative:
A follow-up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that the coaxial bone cleaning tip was observed to come apart in the middle upon opening the product prior to a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the coaxial bone cleaning tip was observed to come apart in the middle upon opening the product prior to a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The device was not returned to the manufacturer, therefore the reported event cannot be confirmed. Not available for evaluation.